Manufacturer narrative:
The reported pump stoppage was confirmed through the evaluation of the submitted system controller log file; however, a potential cause could not be determined through this evaluation. The submitted log file captured approximately 2 days of data and showed a momentary pump stoppage approximately 3 hours into the log file. The pump stoppage event resulted in a low speed hazard alarm. The system showed normal device operation above the low speed limit for the remainder of the log file, with no other atypical events captured. No further issues have been reported and the patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. The event occurred at (B)(6) university hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage and low speed alarm occurred. The manufacturer's technical services representative reviewed the system controller's log file and determined that the pump stoppage did not appear to be caused by any type of percutaneous lead or equipment issue. It was reported that the patient had been dehydrated and feeling general malaise at the time of the pump stoppage. On (B)(6) 2017, the patient lost consciousness due to ventricular fibrillation, was taken to a local emergency room, and received direct current cardioversion. The patient recovered consciousness. It was reported that the pump was functioning normally at this time. Since the event, the patient has been asymptomatic and is currently under observation.